Event description:
It was reported that during a shoulder repair procedure using a speedlock implant with inserter handle, the implant failed to deploy. The procedure was completed by using a back up speedlock implant; however it was necessary to drill a new bone hole. There was a reported 30 minute surgical delay due to this deficiency. There were no patient complications reported as a result of this event.